Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had separate right ventricular (rv) brady and tachy leads. There were observations of electromagnetic interference noise that was oversensed on the brady lead causing pacing inhibition and the tachy lead delivered an inappropriate shock. Both leads were surgically capped and replaced with a new single rv lead. The device was also explanted and replaced due to normal battery depletion. No adverse patient effects were reported.